Event description:
As reported, during puncture site closure after a carotid artery stent procedure, the 6f exoseal vascular closure device (vcd) plug could not be deployed. The device and sheath were retracted together; however, the indicator window did not show the expected color change. The deployment button could not be depressed despite increased effort. Hemostasis was achieved by manual compression. There was no reported injury to the patient. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use. An antegrade approach was used, and angiography confirmed femoral artery suitability, including the required sheath insertion angle. The vessel diameter measured at least 5 mm, and no calcium, plaque, stent, or significant stenosis was present near the puncture site. No resistance or excessive force was encountered while advancing the device or connecting it to the vascular sheath introducer. The sheath introducer engaged with the indicator wire cowling and locked with an audible click, and pulsatile flow was observed. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during puncture site closure after a carotid artery stent procedure, the 6f exoseal vascular closure device (vcd) plug could not be deployed. The device and sheath were retracted together; however, the indicator window did not show the expected color change. The deployment button could not be depressed despite increased effort. Hemostasis was achieved by manual compression. There was no reported injury to the patient. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use. An antegrade approach was used, and angiography confirmed femoral artery suitability, including the required sheath insertion angle. The vessel diameter measured at least 5 mm, and no calcium, plaque, stent, or significant stenosis was present near the puncture site. No resistance or excessive force was encountered while advancing the device or connecting it to the vascular sheath introducer. The sheath introducer engaged with the indicator wire cowling and locked with an audible click, and pulsatile flow was observed. The device will not be returned for evaluation as multiple attempts were made without success.

Manufacturer narrative:
As reported, during puncture site closure after a carotid artery stent procedure, the 6f exoseal vascular closure device (vcd) plug could not be deployed. The device and sheath were retracted together; however, the indicator window did not show the expected color change. The deployment button could not be depressed despite increased effort. Hemostasis was achieved by manual compression. There was no reported injury to the patient. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use. An antegrade approach was used, and angiography confirmed femoral artery suitability, including the required sheath insertion angle. The vessel diameter measured at least 5 mm, and no calcium, plaque, stent, or significant stenosis was present near the puncture site. No resistance or excessive force was encountered while advancing the device or connecting it to the vascular sheath introducer. The sheath introducer engaged with the indicator wire cowling and locked with an audible click, and pulsatile flow was observed. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found fully retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. Functional analysis was not performed for this investigation, as the device was received in a fully deployed condition, with the indicator wire retracted and the plug not received for evaluation, preventing execution of functional simulations. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18436368 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the reported condition could not be conclusively determined because the condition of the returned device did not match the reported event, having been received with the window in the black/white/red position. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, an antegrade approach was reported. The precautions section in the instructions for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.